Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a high blood glucose (bg) level as the customer had not input into the pump enough carbohydrates to cover the amount of food that was consumed. Subsequently, the bg level dropped after the customer delivered an additional bolus where she intentionally input more carbohydrates into the pump's bolus tab than was actually consumed. The level of the low bg was not provided; however, the customer did mention that at one point the bg was 75 mg/dl. Glucose tablets were consumed to address the low bg. As the customer was not currently experiencing a low bg at the time of the report, tandem technical support advised the customer to discuss the event with a healthcare provider.